Event description:
Hospital reported after a procedure the patient started complaining of pain at the injection site (left antecubital). Hospital determined an extravasation of approximately 100cc occurred. The patient was sent for surgery, but the status of the patient is unknown.